Event description:
Information was received that this left ventricular (lv) lead was exhibiting pacing impedance measurements greater than 2000 ohms one day after the device was electively replaced. Impedance measurements were around 300 ohms after the procedure. Threshold and sensing measurements were stable. No adverse patient effects were reported. A revision procedure was performed and the set screws on the associated device were re-tightened and all issues were resolved.